Event description:
(B)(4).

Manufacturer narrative:
Defective device requested for repair and failure investigation.

Manufacturer narrative:
Manufacturer narrative: the central monitoring system (cns) had a hard drive failure. First indication of issue was full disclosure gave "data loading" message, then system reset, it came back up to normal operating screen and when monitor tech tried to review full disclosure, the system reset and would not boot back up. The unit was evaluated and the reported problem was duplicated. Both hard disk drives were replaced to resolve the issue. The unit was repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.